Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but intermittent temperature alarms occurred while the pump was charging. Customer was sent a replacement pump to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.